Event description:
It was reported that less than a month post implant the device had recorded several false atrial fibrillation episodes that were due to premature ventricular contractions. Reprogramming option was provided and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.